Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #13 it was verified its non osseointegration. Patient presented bone type IV and immediate load was not performed.